Event description:
Customer called on (B)(6) 2011 reporting that the beckman coulter coulter lh 750 hematology analyzer while running in auto mode, did not flag for blasts when 86% blasts were found on the manual smear. Customer mentioned that despite obvious very unusual scatterplot, no suspect flagging was generated by the instrument to alert the operators to the existence of any suspicious cells. Customer reported that upon morphological review, it was found that patient had 86% blasts and was eventually diagnosed with acute myeloid leukemia. Upon review of printouts sent by customer, erroneously high lymphocytes (ly) of 89.7% with no instrument generated flags was discovered as compared with the manual smear which had 86% blasts and very few ly. Erroneous results were not reported outside the laboratory and there was no injury or change to patient treatment as a result. Service was not dispatched for this event as the customer brought it to the attention of the systems support analyst while she was on an unrelated call. Customer mentioned however that the sensitivity has since been adjusted higher to flag for blast. Root cause for false negative blasts is attributed to flagging preference set at mid level. Per raw data analysis, the instrument would have flagged at the highest sensitivity for blast.

Manufacturer narrative:
Result: root cause for false negative blasts is attributed to flagging preference set at mid level. Per raw data analysis, the instrument would have flagged at the highest sensitivity for blast.